Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Based on the clinical details the root cause of access site bleeding is determined to be use issue because the bleeding was resolved by re-suturing impella and matching the angle.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. During support it was reported that there was slight oozing from impella site. They were able to redress and re-angle match. However, it required the physician to come and re-suture the blue hub. Pressure was applied to help with clotting as activated clotting times remained elevated. Re-angle was matched and oozing improved. The impella was successfully weaned and explanted.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system, section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output, use of the repositioning sheath and peel-away introducer, ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) , ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿